Event description:
It was reported the colonovideoscope had a focus error (no error code presenting). The issue occurred during a colonoscopy procedure. The procedure was prolonged greater than 30 minutes and completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide correction and the results of the approved final investigation. Updated fields: d8, d10 and h6. Corrections to b1, b2, h1 and h6 health effect - impact code. This event was initially conservatively reported as a serious injury; however, there is no evidence the patient suffered any serious injury or adverse effects from the prolonged procedure. Olympus made multiple attempts to receive more information from the customer without success. Thus correcting b1, b2, and h1. B1 should not be marked as an adverse event, and b2 should not be marked at all. H1 should also not be marked as serious injury. The h6 medical device problem reported, and other findings would not cause or contribute to a death or a serious injury if it were to recur. The customer's report was not confirmed. The device was evaluated and no abnormalities were found that could have led to the reported event. Based on the results of the investigation, a definitive root cause could not be determined. However, since the external inspection of the actual product showed that the glue of the bedding section was chipped, it is possible that the sliding mechanism of the zoom lens in the distal end of the insertion section was temporarily stuck due to the external force when the chipping occurred, causing the zoom lens to not return from the close-up observation image to the normal observation image. This may have caused the zoom lens sliding mechanism to become temporarily stuck and not return from the close-up image to the normal image. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.